Event description:
Report received of an unrequested bolus dose delivery. The pump was delivering a study dose of cocaine 24.9mg/ml in the bolus only mode, with a 24.9mg pca dose, a 5-minute lockout, and an unspecified 4-hour limit. At an unspecified time, the customer reported that as the pt was ambulating, the pump began to deliver a bolus dose without the button being pressed. Reportedly, the doctor clamped the pt's IV cannula and the pt did not receive the dose. The pump was removed from clinical service. There were no reported pt adverse effects and no medical interventions were required. Though requested, no add'l info was provided.